Event description:
During priming of the oxygenator circuit, the perfusionist noticed clear fluid dripping from the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.